Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the foreign material was not returned to the manufacturing site and the intraocular lens remains implanted into the patient's eye. Therefore product testing could not be performed and the customer's reported complaint could not be verified. A photo was provided and evaluated. Due to the poor image resolution, it was not possible to confirm the particle reported by the customer. Since the lens and fiber were not available for a thorough evaluation, it was also not possible to confirm if the condition reported was related to the manufacturing process or a result of the lens being handled by the surgery center. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable. There is no information to suggest that the lens was explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small filament was noticed inside the patient's eye after implanting a model zcb00 +21.0 diopter tecnis monofocal iol (intraocular lens). The doctor successfully removed the filament. There was no patient injury. The customer suspected that the filament (foreign material) may be related to the iol or was inside of packaging. No additional information provided.